Event description:
The facility representative reported an infuso.r. Pump with a condition of "motor needs to be replaced." It is unknown when the event occurred; however, it was identified in the (B)(6) department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "motor needs to be replaced" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be defective motor. The motor was replaced in order to fix the reported condition.